Manufacturer narrative:
A.5 race is unknown. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the impella cp was successfully placed. Once the percutaneous coronary intervention (pci) was completed, the peel away was removed and repo sheath was advanced into the groin following best practices. After the repo sheath was advanced, the 87-year-old female patient became acutely hypotensive with oozing noted at the impella site despite proper angle matching. The right femoral insertion site noted to become increasingly firm and the patient ended up coding requiring cardiopulmonary resuscitation. The patient was successfully resuscitated. At this point, the team deemed the patient had multi-faceted shock. The impella was removed from the right groin and eventually upsized to an18 french gore sheath to occlude the vessel from hemorrhage despite heavy manual pressure. The patient became severely hypotensive again and coded. Return of spontaneous circulation was successfully achieved. Vascular surgery attempted multiple efforts to balloon and stent the vessel but were unable to successfully intervene. Minimal distal flow was noted past the 18 french sheath. The decision was made to make the patient "do-not-resuscitate" and the patient expired.

Manufacturer narrative:
The investigation for the vascular damage has been completed. There are limited clinical details provided to suggest how the vascular damage occurred. The exchange of the peel away with the repositioning unit was done following best practices and proper angle matching was reported. Hemostasis was achieved with an 18 fr gore sheath. The only other detail of note was that the patient's acts were 289 at the time of the complication, which was while the pump was running. There was no detail provided regarding the patient's vessel conditions. Data logs are not relevant to the investigation. Returned product was investigated and the repositioning sheath had no visual abnormalities. The tip was not damaged nor was the valve o-ring. The introducer was not returned. The root cause of the vascular damage could not be determined due to lack of clinical information.